Event description:
The hcp reported the pt presented in 2003 with withdrawal symptoms that included excessive sedation, yawning, increased pain, nausea, vomiting, and diarrhea. "Withdrawal can look like excessive sedation. Pt is not having sedation side effects otherwise except at time before refill." The hcp is trying to bring the pt in early before the refill. The pt outcome is reported as "not resolved yet."